Manufacturer narrative:
(B)(4). Batch #p5564j. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded on the device. The reload was received partially fired 3/4 and with the lockout spring damage. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.

Event description:
It was reported that the surgeon fired on target thin tissue and looked on for checking whether it well cut or not. After removing the stapler body, surgeon saw tissue was not cut clearly but it distorted with no reason. Later, surgeon cut more tissue and stapled again with another new stapler and surgery was done with no negative issue. There were no patient consequences reported. No additional information can be provided at this time.